Event description:
It was reported that the patient presented in clinic due to an arrhythmia. Device interrogation revealed under sensing on the atrial (ra) lead. No changes or intervention were reported. The patient condition was unknown.

Manufacturer narrative:
Voluntary event report was received. Medwatch: mw5147814.